Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during impedance measurement checks, a low impedance value was observed. Oversensing was also noted. The device remains implanted.